Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that intermittently, the customer's fill tubing sequence was taking more insulin than previous fill tubing sequences before drops were seen exiting the tubing. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer successfully completed the load sequence with the existing supplies and insulin delivery was resumed.